Event description:
It was reported that the patient's tubing had been leaking occasionally and one day the patient had to change it three times. The patient stated that it does not always leak. The patient has not informed a nurse or a doctor's office about this issue. The patient noticed this issue while using the product but denied any clinical injuries. The patient does not have the possibly defective tubing. No patient injury was reported.

Manufacturer narrative:
Model #, operator of device, and protocol # are unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Event problem and evaluation codes: updates not required. Device manufacture date could not be completed due to lack of information regarding lot number device evaluation: the device was not returned for investigation, so no visual inspection and functional test were performed. Because no product was returned, the investigator was unable to confirm the reported complaint. If the product is returned however, the manufacture will reopen this complaint for further investigation. No lot number was provided; therefore, device history record review could not be completed.